Event description:
Information from (B)(6) clinical database. Treatment of an aneurysm. It was reported that the patient underwent pipeline embolization procedure on (B)(6) 2011. Afterward, the patient has a temporary thrombus in the left posterior cerebral artery (pca) which was re-opened after the patient was placed on a reopro drip. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient. (B)(4).